Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging the pulse wire solder connection in the dn and damaging gel fire wires in the cable. No adverse event resulted from the defective electrode belt.

Event description:
During and investigation into an unrelated event, a reportable problem was found. Electrode belt sn (B)(4) had a damaged cable.